Event description:
It was reported that during a right vats wedge resection procedure, there was difficulty removing the cartridge after the second firing. The cartridge was removed and a third cartridge was loaded into the device. The cartridge was snapped into place, device was fired. The staple formation was fine however the transection was not complete at very distal tip of the staple line. Additionally, there was some green plastic noticed embedded in the tissue of area that had not been transected. The area was cut with laparoscopic scissors. The surgeon had the specimen in the grasper to remove it from the patient but it disappeared while taking it through the port site. It was never recovered. Upon examination of the jaws of the device, it appears that the second cartridge had fallen apart; the metal cartridge pan had separated and remained in the cartridge channel. The device was changed for the next three stapling. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the pse60a found that it was received in good visual condition and with six ecr60g reloads present; the reloads were noted fully fired. Upon evaluation of the reloads, the reload (1) was noted to have the pan separated. On the reload (2) the cartridge sliver appears to be damaged due to the knife hitting the top of the cartridge deck. The damage on the distal tip may have been caused by loading issues; however, that was not confirmed. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.